Event description:
It was reported that upon interrogation of the device, an alert displayed for no morphology template activated, this was despite the morphology discrimination criteria being on. Review of session records recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.